Event description:
It was reported that, "screws did not go through the nail. Screws were removed and new screws were implanted.

Manufacturer narrative:
Device not received no evaluation will be performed. If the device or add'l information becomes available, a supplemental report will be issued.